Event description:
It was reported the base of the parkinson's disease patient¿s implantable neurostimulator (ins) at ¿the skin of infraclavicular¿ was infected. It was further reported the patient experienced a sign of infection where ¿the part of inflammation was rot.¿ the date of onset/diagnosis for the infection was (B)(6) 2015. It was noted the patient¿s ¿physician thought the reason was habitus of the patient.¿ it was further noted the patient was administered perioperative antibiotics. The patient was ¿living in the hospital¿ as of three days after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).